Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the proglide device after an unspecified procedure. Reportedly, when the device was removed no sutures were present. A second proglide device was used to achieve hemostasis. There was no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not complete.